Manufacturer narrative:
On 15-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and reverse bleeding occurred from the hemostatic valve. It was reported the event was found after the procedure was completed. The procedure took 3.5 hours. It was found that a reverse bleeding occurred from the hemostatic valve of the vizigo sheath. Blood loss was described as a few drops but eh exact amount is unknown. Although reverse bleeding had occurred, the patient was not affected. No air entered the patient.

Manufacturer narrative:
On 8-may-2024, additional information was received indicating the hemostatic valve was dislodged inside the hub but not outside of the hub and the brim cap/hub did not detach from the sheath. No needle product was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and reverse bleeding occurred from the hemostatic valve. It was reported the event was found after the procedure was completed. The procedure took 3.5 hours. It was found that a reverse bleeding occurred from the hemostatic valve of the vizigo sheath. Blood loss was described as a few drops but eh exact amount is unknown. Although reverse bleeding had occurred, the patient was not affected. No air entered the patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage in the hemostatic valve; however, a bent mark in the shaft close to the handle was found. An irrigation test was performed, and water leakage was observed in the handle area. For this type of failure, a supplier manufacturer investigation was requested, and the investigation result determined that the shaft was broken inside the handle causing the water leakage. Therefore, this complaint is not related to the manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. During the analysis, no damage or anomalies were observed in the hemostatic valve; however, since the shaft was observed broken inside the handle causing water leakage, this failure could be related to the reverse bleeding and hemostatic valve dislodge reported by the customer therefore, the customer complaint was confirmed. The potential cause of the damage in the shaft could not be determined. The instructions for use (IFU) contain the following recommendations: during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed coding update was inadvertently omitted from the 3500a supplemental MDR. The h6. Medical device problem code was updated from ¿fluid/blood leak (a050401)¿ to material separation (a0413)¿ based on the information received and reported in the 3500a supplemental (follow-up) MDR #1. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).